Manufacturer narrative:
The events of "capsular contracture and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture,¿ baker grade not specified, ¿infection,¿ ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl

Event description:
Patient representative reported patient experienced ¿capsular contracture,¿ baker grade not specified, ¿infection,¿ ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿tissue damage,¿ ¿itching,¿ ¿pain¿ and ¿swelling.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ ¿disfigurement¿ and ¿depression;¿ these events are not related to the device. This record is for an unknown side. Device was explanted.